Event description:
Hologic sales rep reported that dr using a celero-12 during procedure, cut his left hand thumb with a device used during biopsy procedure. Unk at this time if device is available for return.